Event description:
It was reported by the customer that a pyxis medstation es system drawer not detected on communication bus. The customer added that there was no patient harm. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
The following fields have been updated with corrections/additional information: b5, h6 and h11. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from 25-nov-2022 to 24-nov-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer was failed due to drawer misalignment. The technical support specialist confirmed that the field service engineer resolved the issue. The system functioned as intended after troubleshoted by the field service engineer.

Manufacturer narrative:
Upon investigation of the actual device used in this incident it was determined that there was drawer failure due to drawer misalignment. The field service engineer resolved the issue. The system functioned as intended after the field service engineer troubleshooted the device.

Event description:
It was reported by the customer that a pyxis medstation es system drawer not detected on communication bus. The customer added that there was no patient harm. There were no adverse events or injuries reported based on this event.